Manufacturer narrative:
The reported issue that air-in-line alarms occurred when no air was seen in the IV tubing could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. It is suspected the devices in question were being used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that air-in-lines alarms occurred when no air was seen in the IV tubing. If troubleshooting doesn't work, the devices are changed.

Manufacturer narrative:
The reported issue that air-in-line alarms occurred when no air was seen in the IV tubing could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. It is suspected the devices in question were being used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that air-in-lines alarms occurred when no air was seen in the IV tubing. If troubleshooting doesn't work, the devices are changed.